Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the patient reported that he was hospitalized twice in (B)(6) or (B)(6) 2011. The patient stated that he received the pump in (B)(6) 2011, he used the pump for one week, and then was hospitalized for three days; he said he was discharged to home for another week and was readmitted to the hospital for one week. The patient was unwilling or unable to provide additional information about diagnosis, symptoms, treatment, or dates. He attributed his lack of detail recall to memory loss. He did not report that the hospitalization was due to blood glucose (bg) excursions although he said that the pump "made him sick" and that he vomited after he began to use the pump. The patient reported that his bg was about 200mg/dl. The patient noted that his bg was usually around 200mg/dl prior to pump initiation, using multiple daily injection (mdi) therapy. The patient reported that he discontinued pump therapy about three months ago and again using mdi therapy. On (B)(6) 2012, the patient's diabetes educator at the hospital revealed to customer support that the only record of hospitalization for this patient was an emergency room visit in (B)(6) 2011. She said that he was placed on the pump in (B)(6) 2011 and had several visits with the educators. This reporter stated that the patient has gastroparesis and complained about stomach pain in (B)(6), at which time they switched him from humalog to apidra to alleviate the gastrointestinal issues. She stated that prior to pump therapy, his bg was usually between 300mg/dl and 400 mg/dl and that his bg had improved while using pump therapy. The reporter confirmed the patient's memory issues and revealed that the patient was removed from the pump due to his non-compliance. She said that they will reevaluate him in about two to three months. This complaint is being reported because of the patient's allegation that the pump contributed to two hospitalizations.